Manufacturer narrative:
D4, g4: product identifiers are unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l4 rupture fracture. It was reported that the extended endo cap was broken near the centerpiece. The centerpiece itself is starting to sink. The extended end cap remains broken and remains in the body. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the therapy involved is vertebral body replacement. The position is shifted and the bones are fused, and the screw has come off, and it has become a pressure ulcer, so it was pulled out on mar/31. The rear will also be redone, which is planned to operate the rear around may. Additional information received from manufacturer representative that since the contralateral side is vacant due to bone fusion with the centerpiece in a misaligned position, it has not yet been decided whether or not to fill the iliac bone in that space. It is unclear whether the cause was a broken extending end cap, but the bone fused with the centerpiece misaligned. In addition, the screw came out, which caused pressure sores. Therefore, nail removal surgery was performed. As a result, it became necessary to redo the posterior fixation, so the posterior fixation surgery is scheduled for around may. Additional information received from manufacturer representative that the screws themselves backed out due to the load on the screws due to the cage moving in the vertebral body.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown e3: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.